Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient suffered from dyskinesias and has abscess on her stomach events on (B)(6) 2024. Therefore, patient treated with two antibiotics. No further information available.